Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, atrial undersensing was observed, and the pacemaker exhibited an inappropriate magnet response. The undersensing was determined to be functional undersensing, associated with magnet mode (doo) activation. No intervention was performed. No patient consequences were reported.